Event description:
Customer reports a fiber leak on reuse number 4 approximately one half hour into the treatment noted by visible blood in the dialysate lines and a blood leak alarm. Nothing unusual was noted with the treatment prior to the blood leak occurring. Estimated blood loss was 270cc. Treatment was continued with new disposables without incident. No pt injury or medical intervention reported.